Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was broken. The grip cable was broken at the distal idlers. The idler pulley spun freely and was not damaged. The cable segment stuck out at the wrist. Failure analysis investigation also found the instruments pitch cable was frayed. The instrument was found with a frayed pitch cable at the distal idler. No damage was found on the pulley and clevis. Failure analysis investigation also found the instruments distal pulley had mechanical indentation and burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. Failure analysis concluded that the mechanical indentation and burr damage was likely due to mishandling/misuse. No other damage was found.

Event description:
It was reported that during a da vinci surgical procedure, it was noted that the wire separated on the mega suturecut needle driver instrument. The planned surgical procedure was completed. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.